Event description:
The clinic reported that a pt with high hyperopia tested for an I-sbk (sub-bowmans keratomileusis) laser vision correction in both eyes presented at a three month post-operative examination with a refraction of -2.00 diopter in the right eye (od) and +2.00 diopter in the left eye (os). The pt's bcva at three months post-op: is 20/30 od and 20/40 os, and the ucva is 20/50 od and 20/40 os. The pt underwent an enhancement on the od eye, current bcva is not known.

Manufacturer narrative:
(B)(4). Service was not requested by the clinic for this issue. Clinical development manager and amo medical monitor discussed the outcomes with the clinic. It was discovered that the site has two doctors that were not certified with the use of the visx system. Certification training is being scheduled for these doctors.